Event description:
Baxter reports a pt death which occurred two hours post discontinuation of the hemodialysis treatment while using a-15 dialyzer. The affiliate reports twenty minutes into the dialysis treatment, the pt complained of chest pain and had a documented cardiac arrhythmia. The treatment was discontinued and an EKG was performed, which showed changes consistent with cardiac arrhythmia and coronary heart disease. The pt was transported to the emergency room (ER). The pt did not respond to resuscitation efforts performed in the ER. Two hours later, the pt experienced a cardiac arrythmia which resulted in death. The clinical diagnosis reported was acute myocardial infarction per the affiliate.